Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve, in the aortic position by right transfemoral artery. The patient presented a bicuspid heavily calcified valve. After valve implantation at nominal volume, it resulted in moderate pvl at the non-coronary cusp. It was decided to perform a post-dilation and the event was resolved. The night after the procedure the patient experienced heart failure and a fistula was observed on echocardiogram from the non-coronary cusp extending to the right ventricular outflow tract. A heart block was also diagnosed and a crt-d (cardiac resynchronization therapy with a defibrillator) was implanted. The patient was stabilized and a week after the initial procedure, a second intervention was done. The rupture was closed with two amplatzer plugs. Two weeks later the valve was explanted and a surgical one was placed, the aortic annulus was repaired with pericardial patch and a tear was repaired in the aorta. The explant was due to paravalvular leak which led to hemolysis and continues leak through the fistula to rvot. The patient remained with open chest which was closed some days after the procedure. Unfortunately, the patient passed away due to severe cardiogenic shock with gross rv failure. As per medical opinion the perceived root cause was a calcified raphe between non-coronary and right-coronary cusps.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b2, b5, h1 and h11. Added h6 codes. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors, calcified raphe between non-coronary cusp and right coronary cusp, caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia in aortic position by right transfemoral artery. The patient presented with a heavily calcified native bicuspid valve. After valve implantation at nominal volume, it resulted in moderate paravalvular leak (pvl) at the non-coronary cusp. It was decided to perform a post-dilation and the event was resolved. The night after the procedure the patient suffered a heart failure and a small rupture was observed through echocardiogram from the non-coronary cusp extending to the right ventricular outflow tract. The patient was stabilized and a week after the initial procedure, a second intervention was done. The fistula was closed with two amplatzer plugs and the patient was noted to be stable after the procedure. As per medical opinion the perceived root cause was a calcified raphe between non-coronary and right-coronary cusps.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient related factors (calcified raphe between non-coronary and right-coronary cusps) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. As reported, two weeks later the valve was explanted and a surgical one was placed. The explant was due to paravalvular leak and a leak through the fistula to rvot. Updated h6: health effect - impact code.